Manufacturer narrative:
Age/ date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient left eye as the surgeon did not like the outcome. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on 1/21/2020. (B)(4). Device evaluation: the complaint unit was received in a plastic bag. Visual inspection at microscope magnification was performed: lubricant material residues and loose particles can be observed on the lens surface. The lens looks ripped torn, with a haptic detached and the other haptic was distorted/bent. The condition observed is consistent with the explant process performed. Based on the information provided, there is no issue to be verified and product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product were reviewed. There was no discrepancy and/or deviation found during the mrr (manufacturing record review). The product was manufactured and released according to specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.